Event description:
The hosp reported that a pt was readmitted to the hosp for cellulitis. The pt was given antibiotics and the issue was resolved. The pa stated that there did not seem to be anything "odd with the pt." Lot number and date are not available. No add'l info is available. Product not returning. Report 1 or 3. Report 2 MFR#: 2242352-2014-00919. Report 3 MFR#: 2242352-2014-00920.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. A retain sample from a similar lot was fully tested and found to be acceptable. The lot number of the reported device was not provided. A lot history record review was completed for the last three (3) lots shipped to the account. There was no non conformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).